Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Prong broke apart and the threaded rod bent. Replacement was available. Surgical delay of 3min. Not longer. No other consequences reported.

Manufacturer narrative:
The reported event that lag screwdriver gamma3® 380x110mm was alleged of issue -a (instruments - lag screwdriver, broken, worn or deformed thread) could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: pegs found broken in a forced brittle manner due to disproportional force and/or bending stresses by levering the instrument. The threads on the proximal end of the inner rod of lag screwdriver were found to be bend and scratches were visible on the surface of inner rod, showing signs of frequent use. Since the device was in use for 10 years (manufactured in 2008), and no complaint has been received previously it can be safely said that the device had fulfilled its tasks in former surgeries as intended during its release and initial usage period. A pre-damaging of the instrument in prior surgeries could not be excluded. Based on the observation the root cause can most likely be attributed to a user related issue, such as improper handling (during reprocessing, storage) or deviation from instruction for use during usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated. A review of the labeling did not indicate any abnormalities.

Event description:
Prong broke apart and the threaded rod bent. Replacement was available. Surgical delay of 3min. Not longer. No other consequences reported.